Event description:
The pt was having difficulty regulating their blood glucose. The suspect device results did not correlate to a hosp meter or lab test. The pt's family member stated that they thought the suspect device caused pt to give incorrect amounts of insulin. For example, a result on the suspect device was 285 mg/dl while the hosp meter read 190 mg/dl. No other results were provided. Pt was admitted into the hosp and given insulin while their blood glucose was monitored. Glucose controls were not used on the system. The suspect device was replaced with new products and then authorized for return to the MFR for eval.